Event description:
It was reported that the device's screen went black and then became bright and the pump started alarming. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b5: additional information received on 01-sep-2022 via email and attached to complaint object: there is no known patient involvement, date of event is unknown. H6: event problem and evaluation codes: updated (update to device returned, investigation in course). H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the battery missing, no other signs of external damage. Functional testing found blank screen with constant alarm at power up. Uploaded software from base to head of the pump which cleared the problem. The root cause of the reported issue was found to be user error - incomplete upload process. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).